Event description:
Related manufacture reference number: 2017865-2022-04686. It was reported that the patient presented at the emergency room, symptomatic of cardiac arrest. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited under-sensing causing the initial ventricular fibrillation episode to not be observed. It was also reported that both the atrial lead and rv lead exhibited noise oversensing causing pacing inhibition and there was a chronic capturing issue with the rv lead. The reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of under-sensing, failure to capture, and noise oversensing were confirmed. As received, a partial lead was returned in two pieces. Final analysis found an external insulation abrasion consistent with friction to device can and three other external insulation abrasions consistent with friction to another implanted device or feature of the patient anatomy. The cause reported events were isolated to the exposure of the outer coil at the abrasion zones. No other anomalies were identified.